Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer declined further trouble shooting. No additional information was provided.